Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a planned procedure, it was discovered that the atrial lead would cause pocket stimulation at high outputs. A slight drop in impedance was noted as well. The lead was capped and replaced at that time.